Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve. The clip was deployed on the leaflets without issue. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted, stabilizing the slda clip. Mr was reduced to 2. When removing the steerable guide catheter (sgc), a fistula was observed in the right femoral vein. A stent was used to treat/seal the fistula. The patient did well. There was no additional information provided.